Event description:
It was reported to philips that the system displayed a 'please wait' message and did not start up correctly. The device was outside use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not start up correctly. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and was informed by the customer that during the morning check, the system displayed a ¿please wait¿ message and had delayed startup, after booting, the mouse and cursor worked, but the buttons were unresponsive, tried rebooting but issue persists. The philips field service engineer (fse) checked the system onsite and found that the issue was caused by a host pc bmc failure (a motherboard component), which was confirmed using a pc diagnostic tool that failed the bmc check. To resolve the issue, the fse replaced the host pc. The defective part was returned for analysis, for host pc, malfunction was observed and the failed component was found to be motherboard failure. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.